Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2017- the user facility reported that an x-ray technician injected into the patients PICC for an x-ray. It was stated that after the x-ray the nurse went to flush the patient's PICC and noted it was leaking and was bent at the insertion site. The PICC was removed and replaced. No patient harm was reported.